Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump had to press more than once. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had minor scratches on screen and belt clip was broken. Customer stated that the insulin pump had rejected new battery and received no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window and broken belt clip slot noted. The test reservoir p-cap was able to lock in place. Device received with no button response on esc, act and down arrow button due to flattened (no creased) dome switch. Connector was inspected and locked on lcd board noted. Unable to perform displacement test, self test, off no power test, stop current test, run current test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test or verify failed battery test and no delivery or occlusion alarm due to keypads not responsive. (B)(4).